Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became stuck on the fill tubing screen and could not proceed, and the user was unable to confirm a pending firmware update on the device despite identifying it in the mobile app. Symptoms included no reported changes to blood glucose. Outcomes included no alerts or alarms impacting therapy use were reported. Investigation included remote troubleshooting, verification of addresses, delivery planning for a replacement, guidance to shut down the device to avoid further alerts, and instructions to sync data to the mobile app prior to return. Investigation of this case revealed a device functional issue consistent with a user interface or control responsiveness problem that prevented progression past fill tubing and confirmation of the firmware update, for which the device was replaced. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.